Event description:
Lap chole - "clip would not fully close. A new clip applier was opened and used in the procedure." Patient status: "n/a".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which prevents the reverse travel of the clips out of the jaws, had sustained damage. This damage prevented the jaws from being able to fully close the clip. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. The epix universal clip applier instructions for use states, "do not push with excessive force on the proximal end of the device." Applied medical has recently implemented device enhancements which are intended to minimize the potential for this type of damage. This lot was built prior to application of these device enhancements. This document represents our final report.